Manufacturer narrative:
This report 2936999-2019-00986 was sent in error as a duplicate for MFR report number: 2936999-2019-00991, any additional information received in the future will be captured and submitted under the report number 2936999-2019-00991. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's inner cannula was longer than the trach. There was no patient injury.